Event description:
The affiliate reported that the uni-shunt passer broke during use and the piece may be left in the body. It is not clear if a piece of material was left in the patient. More information is expected.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device was not returned.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.